Event description:
On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a type ii endoleak from the interior mesenteric artery into the aneurysm sac and left internal iliac artery. The aneurysm sac grew from 5.3cm to 5.7cm. On (B)(6) 2011, a computed tomography angiogram revealed an extravasation in the patient's left external iliac artery. That same day, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component in the patient's left external iliac artery to treat the type ii endoleak and the extravasation. The patient's left internal iliac artery was intentionally covered. The final angiogram showed the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional devices implanted and related to this event: pxc141200/ 6997403; pxl161407/ 06524259.